Manufacturer narrative:
H3 other text: device not returned to the manufacturer.

Event description:
The manufacturer was contacted in reference to the voluntary field safety notice/recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd, hypercapnia, hypothermia, fluid in lungs and myocardial while using the device. Medical intervention was not specified. The manufacturer believes they will be unable to gather additional information. If pertinent information becomes available to the manufacturer at a later date, an addendum to this final report will be filed.

Manufacturer narrative:
The manufacturer previously reported was being contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging copd, hypercapnia, hypothermia, fluid in lungs and myocardial while using the device. Medical intervention was not specified. The device was evaluated by the manufacturer's product investigation laboratory (pil) and unable to reproduce allegation: no evidence of foam degradation. However, unit arrived at the pil/riql without an external battery pack and an sd card. Upon downloading the significant event logs from the unit, (as received) there are no event log entries associated with foam particulates in the therapy circuit aecm/blower/path, nor any sensor drifts noticed. Subsequently, long-term run-in operation and memory download of the unit yielded no faults associated with the unit. Any failed test steps are expected, due to unit disposition/equipment condition/use/or are not related to foam/uno. Unit provides appropriate therapy and there is no evidence of foam degradation. There are other faults worthy of mentioning: physical damage seen through-out and evidence of a previous liquid ingress (brown sweet smelling sticky substance, indicative to cola/soda.) See the attached photographic addendum for further evidence/test data/values.